Manufacturer narrative:
Examination of the returned instrument found the square-to-circular (.183 dimension) cross-section change of the distal end of the external rod sub-component was intact and attached to the handle but was cracked and raised up on one side. The fact that the square-to-circular (.183 dimension) cross-section was set unevenly was the cause of the locking mechanism not working correctly. The overall condition of the instrument indicates heavy usage and impactions over time. The root cause of is being attributed to normal use and servicing. The need for corrective action is not indicated. Monitor for reported events of fracture for sp2 universal handles manufactured after december 2012. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The end of the modular handle is broken and unable to lock onto instruments.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.